Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) and subsequently hospitalized with a blood glucose level that displayed as "high", although a specific value was not provided. Multiple attempts were made to follow-up with the customer regarding the issue. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.